Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
According to our field service engineer who performed onsite troubleshooting, problems were mentioned with the reflector gas module. Further investigation revealed that the gas module cover was oxidized. Pictures were sent and it can be seen that the cover is contaminated with liquid stains, but it cannot be confirmed what type of liquid it is. No further problems have been reported after this incident. A complete set of device logs was saved and sent for evaluation. The failure of the flow transducer was confirmed and it failed during the reflector stage. The gas module was not returned for further investigation. Therefore, the root cause of the reported issue cannot be established by this investigation.

Manufacturer narrative:
A correction of field # d1 brand name, and # d4 version or model # were required. D1 ¿ brand name - previous brand name: flow-c, corrected brand name: flow-c anesthesia system. D4 ¿ version or model # - previous version or model #: flow-c, corrected version or model #: 6887700.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the anesthesia system failed the flow transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: 941231